Event description:
It was reported that the device failed occlusion and had a lens damage. The issues were found during testing of the device. No patient injury was reported.

Manufacturer narrative:
Customer reported to FDA - unknown; event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found fluid ingression on the downstream sensor which caused the alarms. Lens was damaged. Replaced defective downstream occlusion sensor and lens. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.